Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual evaluation of the returned product/provided photos found black staining on the inside of the device pouch. Review with the packaging team identified that the staining is likely the result of friction between the device and the pouch during transit. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that once the package was opened the packaging was damaged and opened.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.